Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to contaminated battery board and shorted q1 transistor. The q1 transistor controls the flow to the battery while charging. The root cause for the contamination was ingress of an unk liquid. The root cause for the shorted q1 was unable to be positively determined. In addition the charger's power brick was defective. The root cause for the defective power brick was unable to be positively determined. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery charger would not power on. The pt was issued a replacement battery charger/modem.